Manufacturer narrative:
Results: the benchmark was kinked 6.0 and 90.0 cm from the hub (figure 1), and stretched from approximately 94.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed it was kinked and stretched. This damage may have occurred due to forceful manipulation of the benchmark during positioning within tortuous anatomy. The stretching observed in the benchmark distal shaft likely contributed to the resistance experienced when attempting to advance the lantern out of the tip benchmark tip. The lantern mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure near the pulmonary artery to treat two arteriovenous malformations (avm) using a benchmark delivery catheter (benchmark). During the procedure, the physician successfully embolized one avm using a ruby coil, the benchmark, and a lantern delivery microcatheter (lantern). The physician then experienced difficulty advancing the same benchmark to the second avm due to its location and the patient¿s tortuous anatomy, but was able to successfully place the benchmark in the target location. The physician then experienced resistance advancing the same lantern out of the tip the benchmark and therefore, the lantern and benchmark were removed. Upon removal, it was noticed that the tip of the benchmark was stretched. The procedure was therefore completed using a new benchmark, the same lantern, and five ruby coils. There was no report of an adverse effect to the patient.